Event description:
It was reported that the patient had diminished vision as a result of complications from the patient being diagnosed with pseudophakic bullous keratopathy. The pseudophakic bullous keratopathy was reported by the patient's physician to be the result of the cataract surgery; however, not related to the implanted intraocular lens. The physician chose to explant the lens and perform a corneal graft. Further information provided by the physician stated that the patient was losing weight and there was a probable malignancy which resulted in the patient's death. It was the doctor's opinion that the patient's death was completely unrelated to the cataract surgery or the intraocular lens. Both the patient's death and the explant of the intraocular lens are unknown.

Manufacturer narrative:
Explanted intraocular lens. Intraocular lens. (B)(6). Prior to release to market, the intraocular lens met all manufacturing specification per the manufacturing record review. All pertinent information available to abbott medical optics has been submitted.